Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted on (B)(6) 2020. This patient was hospitalized 21 days later for decompensated heart failure. The patient was diagnosed with infective endocarditis the following day, extending their hospital stay. The results from a blood culture were positive for enterococcus faecalis. Antibiotic therapy consisting of IV amoxicillin and ceftriaxone was initiated. A new implant was planned for the end of the week.

Manufacturer narrative:
Correction and additional information to field b3 date o event, b5 describe event or problem and d7 explant date. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an infection. This patient was admitted into the hospital on (B)(6) 2020 and hospitalized for decompensated heart failure. The patient was diagnosed with infective endocarditis, extending their hospital stay. The results from a blood culture were positive for enterococcus faecalis. Antibiotic therapy consisting of IV amoxicillin and ceftriaxone was initiated. This crt-d was explanted on (B)(6) 2020. Additionally, a replacement device was implanted on (B)(6) 2020 and the patient was discharged from the hospital two days later. No additional adverse patient effects were reported.